Manufacturer narrative:
The catalog number identified has not been cleared in the us, but is similar to the lifestent 5f endovascular stent graft products that are cleared in the us. The pro code and 510 k number for the lifestent 5f endovascular stent graft products are identified, respectively. No medical records and no medical images were provided to the manufacturer. The lot number for the device was provided. The device history records are currently under review. The device was returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported during removal of the system, the inner sheath was allegedly identified broken. The procedure continued without further issues and there was no reported patient injury.

Manufacturer narrative:
The catalog number identified has not been cleared in the us, but is similar to the lifestent 5f endovascular stent graft products that are cleared in the us. The pro code and 510 k number for the lifestent 5f endovascular stent graft products are identified , respectively. Manufacturing review: the lot records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. The review shows that no remarkable incidents occurred during the manufacturing process. No relevant manufacturing process changes were implemented, that could have led to the event reported. Investigation summary: based on the investigation of the returned catheter sample a detachment of the inner catheter during removal could be confirmed. The system was found in deployed configuration and the inner catheter was found detached from the luer. Residuals of adhesive could not be found on both luer and inner catheter, even under microscope. It was therefore concluded that missing adhesive caused the reported detachment of the inner catheter upon removal. Based on the available information the investigation is confirmed. Failure to bond was identified as production related issue that caused the detachment of the inner catheter. Labeling review:in reviewing the relevant IFU the potential issue was found addressed. The IFU states: 'if resistance is met while retracting the delivery system over a guidewire, remove the delivery system and guidewire together.' The IFU further states: 'examine the stent system for any damage. If it is suspected that the sterility or performance of the stent system has been compromised, the device should not be used.', however, the damage/ joint without adhesive was inside the grip so that the user could not see it.

Event description:
It was reported during removal of the system, the inner sheath was allegedly identified broken. The procedure continued without further issues and there was no reported patient injury.